Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient's ipg displayed the replace generator message sooner than intended. It is unknown if the ipg depleted prematurely, the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.